Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough within 24 hours of use. It is unknown how many infusion sets were defective. The affected material has been discarded.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.